Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a spinning spiros® closed male luer, red cap that was reported to have disconnected from a patient's IV line during an infusion of 0.9% normal saline and etoposide/doxorubicin/vinblastine. The nurse found this disconnection after the patient pressed the call light to alert the staff about this observation. The patient communicated that he began to feel wet approximately thirty minutes prior to this time. A new spinning spiros was connected and the IV/chemo was restarted. There was patient involvement and no human harm.

Manufacturer narrative:
The complaint of disconnection and leakage on the spinning spiros® closed male luer, red cap could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation could not be performed and a cause could not be determined. The device history record (DHR) review could not be conducted as a lot number was not provided.